Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor position encoder alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer did not report an motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.